Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent was said to not be passing flow sensor calibration. Occurred during preventive maintenance. No patient involvement.